Event description:
Per op report: this valve was explanted due to thrombus. There was "significant" ventricular dysfunction prior to explant. At explant, "severe" adhesions in the mediastinum were observed. The leaflets appeared to be "stuck due to thrombus and fibrin formation at both hinge points". The valve was replaced with sjm 19m-101.